Event description:
Information received by medtronic indicated that the insulin pump received a stuck button error. Troubleshooting was performed and found that the customer did not press the button for 3 minutes or longer and was not able to clear the alarm it was also found that the damage to the pump was caused by normal wear and tear. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. This record was converted. For additional information about the analysis, please see sap. Unit alarmed button error and had no button response due to corrodedkeypad traces. The unit did not react on its own. No number ramping orscrolling screens noted. Unit had a severely scratched display window,cracked display window, cracked case at display window corner (allcorners), broken reservoir tube lip and broken belt clip slot.ab 06-20-13 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.